Event description:
Complainant alleged that during biomed testing the device displayed an unspecified error message. No pt involvement.

Manufacturer narrative:
Subsequent to submission of the initial report, the customer indicated that the device had displayed a "pacer fault 117" message at the time of the reported malfunction. The malfuction was duplicated and attributed to a faulty mode relay on the hv module.